Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time. .

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring pigtail catheter placement. The target nodule was oblong in shape, about 13 millimeters (mm) x 5 mm x 3 mm in size and located 2 mm away from the pleura. The pneumothorax was discovered during the procedure, and it's size was about 2-3 centimeters. A pigtail catheter was placed to resolve the issue which caused a minor delay in the procedure. The physician was able to get biopsy samples as needed and the procedure was completed. The physician believed that the pneumothorax would have likely occurred via another modality due to the target nodule's proximity to the pleura. The patient did not require hospitalization. There was no device malfunction associated with the event.